Event description:
I was implanted with a medical device implant called essure on (B)(6) 2012. This medical device implant is now manufactured by bayer, formally by conceptus inc. I have my essure card but it does not contain the lot number or model number as it should. This device has a three year shelf life, however, I do not have that expiration date. The onset of my complaint started on the day of implantation, (B)(6) 2012. This is a list of my side effects and symptoms that I have experienced due to essure: migraines, lower back pain (constant), pelvic pain, painful ovulation resulting in an inability to perform normal daily tasks due to the amount of pain, gi upset (vomiting and diarrhea), constant spotting, hive like rash covering neck, back, torso, pelvic region which began hours after implantation and did not go away until I had the device removed in (B)(6) 2013, cervical dysplasia (abnormal cells on the cervix which resulted in two surgical procedures so far, as of today (B)(6) 2014. There is no hpv, no history of hpv and never had an abnormal pap in my entire life until after essure. My pap smear immediately before essure was implanted was normal, 16 months later, it's pre-cancerous ((B)(6) 2013) I have been seen by 3 doctors. I have been diagnosed with the following conditions: allergic reaction to essure device, cervical dysplasia. I have had the following surgeries due to essure: colposcopy, leep, removal of essure and part of both fallopian tubes with tubal anastomosis. The device has been removed as of november (B)(6) 2013. The device was not returned to the manufacturer. The device was in my possession and has been sent to a lab for metal testing. (B)(4).